Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-01352 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that an interject injection therapy needle device was used during a sclerotherapy procedure. According to the complainant, epinephrine would not advance through the needle into the stomach ulcer. The needle was removed from the patient and removed from service. A second interject injection therapy needle device was used, however, epinephrine also would not advance through the second needle. The needle was removed from the patient and removed from service. A third interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.